Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and performed visual inspection and found that the sensor cannula was broken; the broken part is missing. It could not be confirmed if the customer received the sensor in said condition due to customer returning an opened/used product. The needle complaint could not be confirmed due to since the sensor was returned without its insertion needle.

Event description:
The customer reported via phone call that the sensor alarmed sensor error hours after insertion, and when he removed the sensor there was blood on the catheter. The patient's blood glucose at the time of incident was 84 mg/dl. The sensor was returned for analysis.